Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported balloon rupture issue. The root cause for the reported balloon rupture issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event. Balloon characteristics: individual compliance charts are provided on the package label of each product. The semi-compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The litepac¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the litepac¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries. And for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: use only an endoflator or a 20 ml or larger syringe for inflation. This catheter is not recommended for pressure measurement or fluid injection. Precautions: if resistance is felt upon removal, then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit. Particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/ sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Directions for use: inspection and preparation: remove the protective sheath by first withdrawing the stylet, and then slowly removing the sheath while holding the catheter as close to the balloon as possible. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: when the litepac¿ catheter is in it's most distal position on the guidewire, a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Do not inflate the balloon or advance the balloon catheter unless the guidewire is in place inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. Do not exceed the rated burst pressure (expiration date: 09/2024). Device not returned.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no patient contact.